Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
This record is for the left side.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified it to be underweight, one curved opening on the anterior, and a flat crease. A microscopic analysis was performed which identified one sharp opening and a non-penetrating nick near the opening site, this condition was called surgical impact. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the anterior assessed as surgical impact.

Event description:
Healthcare professional reported left side side rupture. Device has been explanted.